Event description:
The customer reported that the device hd4300, 4mm, 30 degree hd quicklatch autoclavable eyecup scope was found during pre-operative testing on approximately (B)(6) 2022 when it was reported that there were ¿spots on lens¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation as well as no report if the procedure was completed, if an alternate device was used to complete the surgery, or if there was any delay to the surgery. Further information was requested from the reporter and the response received was "unknown". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: d3 the manufacturer name & address was updated to reflect the correct location. Manufacturer narrative: reported event is confirmed. Customer event ¿spot on lens¿ was confirmed based on device evaluation. A DHR review was requested from the manufacturer, and no indication of abnormalities was communicated. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised the following:before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. In the event of functional loss or damage, always have a backup sterile endoscope available ready for use during surgical procedure. If deposits are found when checking the image quality, they can be removed with the provided polishing powder as follows: only clean with polishing powder if the image which you see through the endoscope is cloudy and blurry. Disconnect all fiber-optic post adapters; see ¿components¿ section of this document. Moisten a cotton-tipped swab with distilled water. Dip the moistened swab in the aluminum oxide powder. For large optical end surfaces: press cotton swab lightly on the end surface to be cleaned and rub it over the glass. For small end surfaces: place cotton swab lightly on the end surface to be cleaned and turn it. Clean all optical end surfaces with warm water and mild detergent to remove all polishing powder residue. Rinse optical end surfaces with distilled water. Clean with a cotton swab using isopropyl alcohol. Dry optical end surfaces with a soft cloth. Clean/disinfect and sterilize the endoscope. Carry out visual inspection. If the deposits were not removed send the endoscope for repair. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device hd4300, 4mm, 30 degree hd quicklatch autoclavable eyecup scope was found during pre-operative testing on approximately (B)(6) 2022 when it was reported that there were ¿spots on lens¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation as well as no report if the procedure was completed, if an alternate device was used to complete the surgery, or if there was any delay to the surgery. Further information was requested from the reporter and the response received was "unknown". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿spot on lens¿ was confirmed based on device evaluation. A DHR review was requested from the manufacturer, and no indication of abnormalities was communicated. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised the following:before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. In the event of functional loss or damage, always have a backup sterile endoscope available ready for use during surgical procedure. If deposits are found when checking the image quality, they can be removed with the provided polishing powder as follows: only clean with polishing powder if the image which you see through the endoscope is cloudy and blurry. Disconnect all fiber-optic post adapters; see ¿components¿ section of this document. Moisten a cotton-tipped swab with distilled water. Dip the moistened swab in the aluminum oxide powder. For large optical end surfaces: press cotton swab lightly on the end surface to be cleaned and rub it over the glass. For small end surfaces: place cotton swab lightly on the end surface to be cleaned and turn it. Clean all optical end surfaces with warm water and mild detergent to remove all polishing powder residue. Rinse optical end surfaces with distilled water. Clean with a cotton swab using isopropyl alcohol. Dry optical end surfaces with a soft cloth. Clean/disinfect and sterilize the endoscope. Carry out visual inspection. If the deposits were not removed send the endoscope for repair. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device hd4300, 4mm, 30 degree hd quicklatch autoclavable eyecup scope was found during pre-operative testing on approximately (B)(6) 2022 when it was reported that there were ¿spots on lens¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation as well as no report if the procedure was completed, if an alternate device was used to complete the surgery, or if there was any delay to the surgery. Further information was requested from the reporter and the response received was "unknown". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.